Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate therapy due to noise. Fluctuating high pacing lead impedance measurements were also noted. Lead fracture was suspected. Subsequently, the lead was capped. There were no further patient complications.